Event description:
It was reported that upon deploying an embolization coil within a 10mm aneurysm in the carotid artery, the coil was partially within the microcatheter and partially in the aneurysm. Upon repositioning, the coil prematurely detached. The delivery pusher was removed. The coil was said to remain in the aneurysm and the parent artery. The coil was retrieved using an intravascular snare without difficulty. No harm was reported.

Manufacturer narrative:
Sample analysis: the device delivery pusher was returned with the coil detached. The attachment tether that holds the implant intact with the delivery pusher is broken. The break is characteristic of a tensile failure and stretching. The remainder of the device is normal in specification. The root cause of this complaint appears to be due to an excessive force applied to the device that exceeded the maximum tensile specification of the attachment monofilament. The microcatheter used with this device was not returned for evaluation. We can not determine if this was a attributing factor. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.